Event description:
Per the clinic, the patient was explanted, due to the electrode array migrating out of the cochlea.patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.